Event description:
A surgeon reported that five years following intraocular lens (iol) implant surgery, a pt experienced a weakening of eyesight due to glistening. Add'l info was received from the surgeon who reported the pt experienced "krukenberg spindles." The surgeon reported the outcome of event as 'not resolved'. There were no medical or surgical interventions performed. The lens is in the bag with no capsular opacity noted. In the surgeon's opinion, it is unk if the device caused or contributed to the event.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).